Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated with a lcp, locking compression plate. After plating the patient was involved in an accident, whereby the patient was in the passenger seat of a car which crushed, and the plate broke. Patient underwent revision surgery on (B)(6) 2012 where the plate was removed and replaced with im, inter-medullary, nailing. The product is not been returned for investigation. No x-rays are available and no further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.